Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, while the exact cause and timing of the annular injury could not be determined, in addition to the procedure itself, patient factors (female gender, advanced age, unknown degree of valvular calcification) may have contributed to the annular rupture/pericardial effusion and subsequent conversion to savr and the explant of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4) during a transfemoral aortic valve replacement (tavr) procedure with a corevalve evolut r, the evolut r valve embolized into the aorta. The tavr procedure was urgently converted to a tavr with a 23mm sapien 3 valve. The sapien 3 valve was deployed with 2ml less than nominal volume. Post valve deployment, the patient¿s blood pressure (bp) did not rise and pericardial effusion was observed. Pericardiocentesis was ineffective. The procedure was converted to surgical aortic valve replacement (savr). The sapien 3 valve was explanted and a surgical valve was implanted. Information regarding the native annular diameter and degree of valvular calcification was not obtained by the reporting clinical specialist due to the urgent procedure conversion.